Event description:
It was reported that customer experienced cartridge alarms on a tandem mobi pump, including a confirmed cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Customer was disconnected from infusion site, was unable to successfully load cartridge due to recurring alarms, and planned to use multiple daily injections as backup insulin therapy, while technical support sent new pump.